Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-8860j pars jig was bent and missing the medial fork of the guide, making sutures difficult to pass. The case carried on and was completed successfully while using these instruments but are not working well enough to be used in another surgery. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.